Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that there was leakage from the product. However, it is unclear where leakage is coming from. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is not able to be determined. H3 other text : see h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: leak in ported vps. There is some leakage of fluid with cernevit drip, from ported venflon pro safety.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: leak in ported vps. There is some leakage of fluid with cernevit drip, from ported venflon pro safety.